Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited out of range shock impedances on the right ventricular (rv) lead. A review of the impedances trends from the last year showed that the values were highly variable and ranged from 84 ohms to as high as 157 ohms. Boston scientific technical services (ts) discussed troubleshooting and that the alert limit could be increased. At this time, the system remains in service. No adverse patient effects were reported.